Event description:
Same case as MDR ID# 2134265-2013-01219. Same case as MDR ID# 2134265-2013-01220. Same case as MDR ID# 2134265-2013-01231. It was further reported a 3.0x15mm apex balloon catheter was used for pre-dilation and a 4.5mm apex balloon catheter was used for post dilation during the index procedure. Slow flow and distal spasms were noted which improved following multiple doses of adenosine and nitroglycerin.

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a percutaneous coronary intervention treatment procedure, vessel dissection occurred. In (B)(6) 2012, the patient presented with unstable angina and was referred for cardiac catheterization. The 70% stenosed and 35mm long de-novo target lesion was located in the proximal right coronary artery (rac) with a reference vessel diameter of 4.0mm. The target lesion was treated with pre-dilation and placement of a 4.0x28 mm promus element plus stent. Post stent deployment a proximal edge dissection was noted. The dissection was treated with a 4.0x8.0 mm promus element plus stent, resulting in 0% residual stenosis following post dilation. The event was considered resolved and the patient was discharged the following day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).